Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter 1: >7.5, inratio meter 2: 2.5, ref: 9.0, mean: 5.75, confidence limits: na. The inratio meter 1 result of >7.5 was not included in the accuracy calculation because a discrete inr valve was not provided. The mean of the inratio meter 2 and comparative system inr were calculated. Product support was unable to calculate the confidence limits of the inratio meter 2 result and the lab reference value. Since the mean is >5.0 and the difference is greater than 2.2, the results are considered discrepant within the context of documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #k308317 on (B)(6) 2013. Results as follows: donor: 232, inratio: 2.5, 2.5, 2.5, reference: 2.36, bias threshold: 1.36 - 3.36, %cv: 0.00. Donor 201, 3.2, 3.7, 3.5, 3.87, 2.87 - 4.87, 7.26. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: the client's inratio and lab data were assessed and were found to be inaccurate within the documented variability for inr testing. In-house testing of retention materials determined that the strip continued to meet accuracy and precision criteria. No product deficiency was established. Product support did not determine a root cause for the unexpected inratio results. As of (B)(4) 2013, (B)(4) discrepant complaint was reported for strip lot #k308317, yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This complaint type and the lot number remain subject to routine tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio #1: >7.5, inratio #2: 2.5, lab: 9.0. Time between tests: minutes between two inratio tests; lab test was taken within an hour. Therapeutic range: 2.0-3.0. Customer tested a non-coumadin user on both meters using the same batch of strips. Inratio inr on both meters was 0.9 inr.